Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was 43 mg/dl at the time of the call. The customer did not mention any form of treatment for their blood glucose levels. The customer was assisted with trouble shooting and found that the cannula was bent. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer was advised to throw away sensors that may be expired. The customer did not return the product back for analysis.